Event description:
Corrected summary: information received by medtronic indicated that the insulin pump had software error bad pointer, impossible default case, parameter out of range, etc alarm. Customer was not able to clear the alarm. The product was been returned for analysis.

Manufacturer narrative:
Retainer ring = black. Device case type: ngp customer returned device for alleged frozen screen and pump error found on (B)(6) 2022. The device passed the displacement test and self-test. P-cap locks properly into the reservoir compartment. No pump error found during testing or in history. No pump error alarms noted during testing. However, the formatted history file confirmed pump error alarm (line number 5632 file number 2005). Problem isolated to the electronic assembly as per global logic analysis (esf#2610666). Pump error was found on june 10, 2022 at 17:41:12. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay and pillowing keypad overlay. Frozen screen was not confirmed. Pump error was not confirmed. Pump error was confirmed in history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Information received by medtronic indicated that the insulin pump had alarmed with pump error:  software error detected. The customer also reported a frozen display. No harm requiring medical intervention was reported. The troubleshooting was performed. The customer was unable to resolve the issue. The customer has discontinued using the device. The insulin pump will be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Insulin pump case type: ngp. Customer returned insulin pump for alleged frozen screen and insulin pump error found on october 06, 2022. The insulin pump passed the displacement test and self-test. P-cap locks properly into the reservoir compartment. No insulin pump error found during testing or in history. No insulin pump error alarms noted during testing. However, the formatted history file confirmed insulin pump error alarm (line number 5632 file number 2005). Problem isolated to the electronic assembly as per global logic analysis (esf#2610666). Insulin pump error was found on october 06, 2022 at 17:41:12. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay and pillowing keypad overlay. Frozen screen was not confirmed. Insulin pump error was not confirmed. Insulin pump error was confirmed in history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.